Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified in addition, the following reportable malfunction was identified during the device evaluation: biopsy channel has holes. The most probable cause of this complaint is traced random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had red dots and streaks in the channel (potential blood). The issue occurred during reprocessing. There were no reports of patient involvement.